Event description:
It was reported that, "the drill bit tip broke while drilling the hole for screw."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info (including lot code & device) was requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.